Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were passed out due to low blood glucose. Customer¿s current blood glucose reading was 130 mg/dl. Customer was treated with food and glucose tablet for low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was not using the auto mode. The insulin pump will not be returned for analysis.